Manufacturer narrative:
The last calibration was performed on (B)(6) 2024 and this calibration failed. Calibration was performed later again that day and was acceptable. Quality controls were acceptable on the day of the event. Upon review of the alarm trace, multiple abnormal aspiration alarms were observed. These are indicators of possible poor sample quality. The field service engineer determined that a sample probe was failing and the rinse mechanism was overflowing. The probe was replaced and the rinse nozzle volumes were corrected. Precision studies were performed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The calcium reagent lot number was 803015. The reagent expiration date was requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for (B)(4) patient sample tested with calcium gen.2 on a cobas c 503 analytical unit. No questionable results were reported outside of the laboratory. The sample initially resulted in a calcium value of 5.5 mg/dl. The customer questioned the result since it did not agree with the patient's clinical condition and did not match the patient's history. The sample was repeated on the same analyzer, resulting in a calcium value of < 0.8 mg/dl with a data flag. The sample was also repeated on a second analyzer, resulting in a value of 8.0 mg/dl. The value of 8.0 mg/dl was deemed correct and was reported outside of the laboratory.